Event description:
After being treated with the cryoablation system, the pt reported dysphagia and subsequently stopped taking all of his medications. Three days later, the pt was admitted to the hospital with congestive heart failure.

Manufacturer narrative:
Upon admission for the cryospray ablation therapy, pt had a baseline stenosis at the proximal end of the esophagus that was deemed by the physician to be from previous ablative therapies. The distal esophageal stenosis did not prevent the passing of the endoscope and decompression tube, which would have been a contraindication for the cryospray therapy. The causality of the congestive heart failure (chf) was deemed, in all probability, to be from the pt not taking his cardiovascular medications for a period of approximately three days after the cryospray therapy. If the pt had a significant cardiovascular status (which appears to be the situation in this case), stopping medications such as digoxin, lasix, spironolactone and mexiletine could have directly caused the chf episode. The pt reported dysphasia as the reason for the discontinuation of his medications. Dysphasia is a possible reported side effect in the literature of the cryospray therapy (with the majority of the reported dysphasia reported to be mild to moderate in severity). Therefore, the cryotherapy had a probable causality to the dysphasia. The dysphasia caused the pt to stop his medications resulting in chf. Post procedure edema/injury may have increased esophageal stenosis preventing pt from taking oral medications.